Event description:
Consumer complaint of high blood results. Expected blood glucose results range from 120 to 180 mg/dl. Customer feels well and observed no symptoms. Med intervention is not required at this time. Back to back blood test performed during call ((B)(6) 2015 8:30 pm) with results of 407 mg/dl and 381 mg/dl. Verified storage of test strips is within specification. Test strip lot MFR's expiration date is 11/21/2017 and open vial date is (B)(6) 2015. Recall test results performed at least 2 hours after meals from meter memory. Adverse event not reported.

Manufacturer narrative:
(B)(4). Returned meter evaluated with no defects found. Test strips not returned for eval. Most likely underlying root cause of malfunction noted in the complaint: user had inaccurate reference.